Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a handheld computer would function as intended when plugged into an electrical outlet, but, once the ac adapter was removed, it would power off.